Event description:
Tried to use the sterile vial and shook up the mixture, and water was dripping all over hand. Noticed that the rubber seal and crimping has broken the glass around the edge. That was apparently why it was dripping out.